Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure upon opening the vasoview hemopro vh-3500, the jaws appeared "not right". Based on the photo provided the silicone on the cold jaw appears peeled. They were removed from the room and another vh-3500 kit was opened and used for the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/28/2023. An investigation was conducted on 03/29/2023. Photographs were provided by the account, and photographic evaluation was conducted. The fedex label was observed in the one photograph. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw. The silicone insulation was also observed to be cracked along the cold jaw. No detachment was observed. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be intact with no visual or physical defects observed. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw. The silicone insulation was also observed to be cracked along the cold jaw. No detachment was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 30002966498 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.